Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when they attempted to insert the trach ties into the eyelets of the trach tube they cracked. Also, one of the balloons inside the trach did not inflate. There was no patient involvement.

Manufacturer narrative:
D1 - brand name; correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.